Manufacturer narrative:
No product was returned for evaluation. Should new relevant. Device not returned

Event description:
It was reported that the customer experienced a blood glucose level of 404 mg/dl and was in diabetic ketoacidosis (dka). Reportedly, the healthcare provider classified the ketones as life-threatening. The contact believed the pump was not delivering insulin. During a system check with tandem technical support (cts), no issues were identified with the pump or supplies. The customer changed the pump supplies and received intravenous drip. During a follow up with cts, the contact reported that the pump was operating normally.